Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient experienced a loss or change of therapy. The patient was on program 2 at 0.7 and was ¿peeing good¿ but was constipated. She believed pain killers were part of the reason she was constipated. She turned stimulation off for a few days so she could take her probiotics and fiber and let the constipation clear up. She tried increasing stimulation but was not feeling stimulation. The patient also tried program 3. It was noted that the device was implanted for retention and frequency. The constipation started since implant, on (B)(6) 2016. There was a uti, and the patient was going to the bathroom once an hour. This started in (B)(6) 2016 about a week ago.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.